Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level at time of incident was 460 mg/dl. Customer was calling back with blank display after receiving new battery cap. Customer reports display was blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.